Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The event can be detected and prevented by following the instructions for use, which states the detection method in tjf type 150 operation manual chapter 3 preparation and inspection and states the preventative measures in tjf type 150 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the duodeno videoscope exhibits foreign objects on the k-wire, and foreign material on the forceps elevator. There was no patient involvement.